Manufacturer narrative:
Dr. Indicated he reformed with gv, iop up to 46 on pod 9 requiring the paracentesis to be burped. The valve was not explanted. Device history record was reviewed for compliance and no issues were observed. The IFU was reviewed and it includes hypotony as a known complication and adverse reaction.

Event description:
Deep ac and iop within normal limits on pod1, but found to be flat on pod7.